Event description:
It was reported that the patient was exhibiting ventricular tachycardia and experienced discomfort, while the implantable cardioverter defibrillator (ICD) failed to deliver high-voltage (hv) therapy to treat the episode. Programming changes were made to resolve the issue, and the patient remained stable.